Event description:
It was reported that during an ultrasound-guided breast biopsy, after the third sample was obtained the cutter continued to move after the sample button on the driver was released. The probe continued to cut outside the anesthetized area causing the pt severe pain. The marker mode was selected, which stopped the probe from sampling. The pt experienced additional bleeding, which resulted in a hematoma; prolonged manual pressure was applied to stop the bleeding. There were no further clinical consequences.

Manufacturer narrative:
A mfg review could not be performed, as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for eval. Based on the available info, there was no alleged deficiency with the probe. The reported event was related to the capital equipment issue used in the procedure. Therefore, a service and repair record has been opened for the driver involved in the event, to capture the eval and investigation of the driver.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.